Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of anxiety-product/procedure, was received on feb 14, 2020 with lot number 2239837. Visual analysis of the returned device identified, the weight the device within specification, crease flat and deformation. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported "small amount of peri-prosthetic fluid" on left side, device has been explanted.

Event description:
Healthcare professional reported "small amount of peri-prosthetic fluid" on left side, device has been explanted.

Manufacturer narrative:
Additional code: f12.